Event description:
It was reported that the patient was not receiving pain relief. The patient underwent an explant procedure wherein the spinal cord system (scs) was removed. The explanted devices were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5106569. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5071930.